Manufacturer narrative:
(B)(4). Date sent: 07/08/2016. (B)(4). The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Could you please clarify how the purse string was created? Was the device difficult to fire? Was the device difficult to close? Where in the green setting scale was the device fired? What was the experience of the healthcare provider who fired the device? When was the safety removed? Did the surgeon inspect the donuts and cut washer after firing? If so, please describe. Were there any staples in the surgical field? If so, what was the shape? How much bleeding occurred? What was the site of the bleeding? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that during a rectosigmoidectomy procedure, the surgeon opened the stapler according to the instructions, placed the ogive and made the suture in bag. Then, he introduced the stapler, made the closing properly, waited fifteen seconds and made the firing. To perform end-to-end anastomosis, the surgeon used a stapler which cut but didn' t staple. This way, he couldn't do the anastomosis. It was necessary to use a new contour stapler to cut and staple the straight and a new circular stapler to perform the anastomosis. The patient used a blood bag.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: colorectal tumor; could you please clarify how the purse string was created: the surgeon used a contour cs40 for sectioning the rectum, he inserted the ogive of the device in the proximal stump making the suture in pouch. Then, the surgeon introduced the device through the rectum, connected the two parts of the stapler, closed the equipment and fired it. The surgeon realized that even pressing it properly, there was something wrong with the stapler; was the device difficult to fire: yes; was the device difficult to close: no; where in the green setting scale was the device fired: below the middle of the scale; what was the experience of the healthcare provider who fired the device: the surgeon is a habitual user of the equipment. He felt difficulty in the stapling and realized that there was something wrong with the firing; when was the safety removed: after the total closure of the stapler; did the surgeon inspect the donuts and cut washer after firing, if so, please describe: not informed; were there any staples in the surgical field, if so, what was the shape: the surgeon verified, but he could not identify visually anything wrong, he could not see the staples; how much bleeding occurred: bleeding was controllable; what was the site of the bleeding: the colon / rectum where the device was fired; how was the bleeding addressed: it was controlled with gauze and compression; what is the current patient status: the patient has recovered from surgery at home and without complications.